Manufacturer narrative:
No information provided the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 0 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on that while the surgeon was tunneling the driveline for hm3, the arms of the tunneling bullet broke off. The surgeon was unable to recover the broken piece. No further information was provided.

Manufacturer narrative:
Investigation summary: the report of damage to the tunneling adapter was confirmed through the submitted photographs. The center reported that while the surgeon was tunneling the driveline for the hm3, the arms of the hm3 tunneling bullet broke off. This was a trial patient who was not entered into the system yet. The patient was implanted on (B)(6) 2018. The surgeon searched for the broken piece and was not able to recover it. The patient remains ongoing on vad support. The tunneling adapter was not returned to abbott for analysis. The surgical procedures section of the hm3 IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacture is closing the file on this event.